Event description:
It was reported that a pump was implanted in 2009; the patient never had therapeutic effect. An alarm was heard and a critical alarm was confirmed by telemetry, due to zero ml reservoir being reached. The actual volume in the pump was also zero. The patient was scheduled for a revision four months later, which was then rescheduled. The patient was scheduled for a refill twevle days later, but "did not come in, assuming that the revision would take place in the same month." The hcp was considering device troubleshooting. A catheter revision was scheduled for the following month. Final patient outcome was not reported.